Event description:
The customer reported the ventilator was vent inop and had a restart / power fail occurrence indicated in the device diagnostic history. Vent inop signals the operator that the ventilator is not capable of supporting ventilation and requires service. During a vent inop condition, the ventilator enters a safe state, where the safety valve is opened and new alarm condition detection is discontinued. If the ventilator is attached to a patient when this condition is detected, the ventilator must be replaced immediately. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse recommended the biomedical engineer replace the ventilator power supply and power switch. The biomedical engineer reported both parts were replaced as advised to address the reported problem, and the unit has been returned to service.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.